Event description:
Unable to open the lure-lock adaptor, the plastick lure-lock adaptor is difficult to open and slip off the glass syringe easily. [Device difficult to use]. Plastic lure-lock adaptor comes off, it can be pushed back onto the glass syringe after the sterile medication inside has been exposed to room air. It lacks tamper-proofing in this manner. [Device malfunction]. Exposing the sterile medication inside to contaminants [suspected product contamination]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of device difficult to use, device malfunction, suspected product contamination and no adverse event in a patient (age, gender, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 18-jun-2024, amneal pharmaceuticals received information from pharmacy business manager via an email concerning above-mentioned adverse events experienced by the patient while on amneal's atropine sulfate injection. The patient was being treated with atropine sulfate injection (strength, dose, route, frequency, and therapy dates were not provided) for an unknown indication. Concomitant medication, concurrent conditions, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. Other issue is with tamper-proofing. The plastic lure-lock adaptor can be pulled on and off the glass syringe (keeping the adaptor unopened), exposing the sterile medication inside to contaminants. It was reported that on an unknown date, nursing is unable to open the luer-lock adaptor for atropine sulfate injection. Often during emergencies, the luer-lock comes off the syringe as they are trying to open it. The result is that nursing transfers the medication out of the syringe into a plastic syringe that is compatible with luer-lock. Other issue is with tamper-proofing. The plastic luer-lock adaptor can be pulled on and off the glass syringe (keeping the adaptor unopened), exposing the sterile medication inside to contaminants. Last action taken with atropine sulfate in relation to device difficult to use, device malfunction, suspected product contamination and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device difficult to use, device malfunction, suspected product contamination and no adverse event was unknown. This case was considered as serious. The reportability of this case was expedited. Follow-up (#1) information was received on 26-jun-2024: significant follow-up information was received from pharmacy manager via an email. New information included: reporter details (address, phone number, fax number), product details (ndc, lot number, expiry date) and event description. The patient was being treated with atropine sulfate injection 1 mg/10 ml (ndc: 70121-1706-2, lot: ap240066, expiry date: 31-jul-2025) via intravenous push (therapy dates were not provided) for an unknown indication. It was reported that on an unknown date, luer cover on glass tip syringe is hard to open. Luer-lock slides on and off slip tip while unopened, losing ability to consider syringe tamper proof. Similar problem was not observed since this is the first time purchasing. Last action taken with atropine sulfate in relation to device difficult to use, device malfunction, suspected product contamination and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device difficult to use, device malfunction, suspected product contamination and no adverse event was unknown. This case was considered as serious. The reportability of this case was expedited. Follow-up (#2) information was received on 02-jul-2024: significant follow-up information was received via an email from regulatory authority usfda (aer#: 23993963). New information included: product exp date updated and event description added. Expiration date was updated to 31-jul-2026. It was reported that, atropine pre-filled syringe (for IV use in emergency situations) comes as a glass syringe (with a slip-tip) with a plastic luer-lock adaptor attached. The plastic luer-lock adaptor was difficult to open and slips off of the glass syringe easily. Nursing frequently has to draw the medication out of the glass syringe with the slip tip, into another syringe that has luer lock abilities in order to administer. This causes delays in treatment as this medication was frequently used in code blue situations. Also - when the plastic luer-lock adaptor comes off, it can be pushed back onto the glass syringe after the sterile medication inside has been exposed to room air. It lacks tamper-proofing in this manner. Last action taken with atropine sulfate in relation to device difficult to use, device malfunction, suspected product contamination and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device difficult to use, device malfunction, suspected product contamination and no adverse event was unknown. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#3) information received on 06-sep-2024. New information received includes qa investigation. Finished product retained sample of complaint lot no.: ap240066 were visually examined. Each retained samples prefilled syringe were placed in sample tray properly and found in right orientation and no abnormality observed. All retained samples pfs were found intact and normal on visual examination. Reserved samples of empty glass syringes used in complaint lot no.: ap240066 were physically examined. No physical defects and no unusual observation was noticed during physical examination of glass syringes. Stock card of glass syringes used in complaint lot no.: ap240066 was reviewed for usage of subjected lots of materials in other batches of product and observed that no similar nature complaint was received in any other commercial batches of product. Aql (acceptable quality limit) report for subjected lot of packing material glass syringes used in manufacturing of complaint lot no.: ap240066 was reviewed and results found complying the acceptance criteria. Historical review of past two years (since jun-2022) complaints reveals, this is first complaint reported in complaint lot: ap240066. However similar nature complaints were received in past for other pfs product i.e., fulvestrant injection 250 mg/5 ml (50 mg/ml), atropine sulfate injection, usp 0.5 mg/5 ml (0.1 mg/ml) and product glycopyrrolate injection, usp 0.2 mg/ml (2 ml) manufactured at amneal injectable, sez-ahmedabad (india) site. Pfs barrel with ovs tip cap supplied by (B)(4). Was notified (complaint notification no.: ap-im-24-014) in view of reported complaint for identification of the reason for reported complaint regarding, "unable to open the lure-lock adaptor, other issue is tamper-proofing". The following are considered to be the contributory/ probable cause based on the investigation. The most probable root cause is identified to be possible mishandling like improper handling/ovs closure opening pulling the ovs adaptor from the barrel body instead ovs cap opening. There is very minimal/negligible probability of occurrence of such defect and is non-systemic in nature. If the pfs system with ovs (particularly filled units) is handled by holding the ovs portion. The system as designed requires just more than 5 nern torque to impart irreversible damage which can. Cause rotation of the assembly. There is a probability of such a defect occurring when the syringe is held by the body by healthcare professional during use. At no time, except when breaking off the ovs cap and fixing the needle, should the ovs portion of the pfs system be manipulated. The locking of the ovs to the syringe tip is delicate. The investigation performed based on receipt complaint photograph, if complaint samples will available, we will share an addendum investigation report based on physical verification of samples. Last action taken with atropine sulfate in relation to device difficult to use, device malfunction, suspected product contamination and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device difficult to use, device malfunction, suspected product contamination and no adverse event was unknown. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Unable to open the lure-lock adaptor, the plastick lure-lock adaptor is difficult to open and slip off the glass syringe easily. [Device difficult to use] plastic lure-lock adaptor comes off, it can be pushed back onto the glass syringe after the sterile medication inside has been exposed to room air. It lacks tamper-proofing in this manner. [Device malfunction] exposing the sterile medication inside to contaminants [suspected product contamination] no adverse event .[no adverse event] case narrative: this initial spontaneous report concerns of device difficult to use, device malfunction, suspected product contamination and no adverse event in a patient (age, gender, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 18-jun-2024, amneal pharmaceuticals received information from pharmacy business manager via an email concerning above-mentioned adverse events experienced by the patient while on amneal's atropine sulfate injection. The patient was being treated with atropine sulfate injection (strength, dose, route, frequency, and therapy dates were not provided) for an unknown indication. Concomitant medication, concurrent conditions, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. Other issue is with tamper-proofing. The plastic lure-lock adaptor can be pulled on and off the glass syringe (keeping the adaptor unopened), exposing the sterile medication inside to contaminants. It was reported that on an unknown date, nursing is unable to open the luer-lock adaptor for atropine sulfate injection. Often during emergencies, the luer-lock comes off the syringe as they are trying to open it. The result is that nursing transfers the medication out of the syringe into a plastic syringe that is compatible with luer-lock. Other issue is with tamper-proofing. The plastic luer-lock adaptor can be pulled on and off the glass syringe (keeping the adaptor unopened), exposing the sterile medication inside to contaminants. Last action taken with atropine sulfate in relation to device difficult to use, device malfunction, suspected product contamination and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device difficult to use, device malfunction, suspected product contamination and no adverse event was unknown. This case was considered as serious. The reportability of this case was expedited. Follow-up (#1) information was received on 26-jun-2024: significant follow-up information was received from pharmacy manager via an email. New information included: reporter details (address, phone number, fax number), product details (ndc, lot number, expiry date) and event description. The patient was being treated with atropine sulfate injection 1 mg/10 ml (ndc: 70121-1706-2, lot: ap240066, expiry date: 31-jul-2025) via intravenous push (therapy dates were not provided) for an unknown indication. It was reported that on an unknown date, luer cover on glass tip syringe is hard to open. Luer-lock slides on and off slip tip while unopened, losing ability to consider syringe tamper proof. Similar problem was not observed since this is the first time purchasing. Last action taken with atropine sulfate in relation to device difficult to use, device malfunction, suspected product contamination and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device difficult to use, device malfunction, suspected product contamination and no adverse event was unknown. This case was considered as serious. The reportability of this case was expedited. Follow-up (#2) information was received on 02-jul-2024: significant follow-up information was received via an email from regulatory authority usfda (B)(4). New information included: product exp date updated and event description added. Expiration date was updated to 31-jul-2026. It was reported that, atropine pre-filled syringe (for IV use in emergency situations) comes as a glass syringe (with a slip-tip) with a plastic luer-lock adaptor attached. The plastic luer-lock adaptor was difficult to open and slips off of the glass syringe easily. Nursing frequently has to draw the medication out of the glass syringe with the slip tip, into another syringe that has luer lock abilities in order to administer. This causes delays in treatment as this medication was frequently used in code blue situations. Also - when the plastic luer-lock adaptor comes off, it can be pushed back onto the glass syringe after the sterile medication inside has been exposed to room air. It lacks tamper-proofing in this manner. Last action taken with atropine sulfate in relation to device difficult to use, device malfunction, suspected product contamination and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device difficult to use, device malfunction, suspected product contamination and no adverse event was unknown. This case was considered as serious. The reportability of this case was expedited.